Manufacturer narrative:
Upon further evaluation, it was determined that the battery reamer/drill device trigger was blocked, jammed, and heavy moving. It was noted that the trigger was stuck. It was determined that the assignable root cause of this condition was due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to excessive wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that the battery reamer/drill device did not work. During service and evaluation, it was observed that the device control unit was not functioning and damaged. It was also noted that the device failed pre-repair diagnostic tests for general condition, trigger test, function of the off/fwd/rev mode, change 10 times from fwd to rev at full speed, triggers and electronic control unit (ecu) assessment, and power at test bench. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.